Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the physician noticed that the handheld only works if the serial cable is in a certain position. It was reported that the physician first noticed it before the last surgery that the handheld was used on. It was noted that no patient's were affected and that no physical damage was identified. A new handheld serial cable was provided to the physician. The handheld serial cable is expected to be returned to device manufacturer for analysis; however, the serial cable has not been received to date.

Event description:
On (B)(6) 2014 it was reported that the serial cable could not be found and therefore could not be returned to the manufacturer for product analysis.